Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. Based on the results of the investigation, the reported issue is caused by a component failure of the ceramic tip (insulation beak). The insulation beak failure is mechanical component problem, but the root cause of the insulation beak failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The inner sheath was returned to the service center with a report of unable to attach properly during preparation. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, found ceramic beak was loose. There was no patient involvement.